Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that last night the patient was laying in bed and the stimulation cut off for no reason. Caller stated that the patient charged the implanted neurostimulator every day or at most every day and a half. Caller said that they checked the device and the ins was at 50% but the pt charged the ins back up anyway. Caller said that every time they tried to turn the ins on, the controller displayed settings not available. Patient services specialist reviewed screen meaning with the caller. Caller was not with the patient at the time of the call nor did they have the controller present, so patient services specialist was unable to perform any troubleshooting. Patient services specialist (pss)  advised the caller to have the patient call patient services back for further troubleshooting. The caller was also redirected to the pt's healthcare provider (hcp) to further address the reported issue if troubleshooting did not resolve. Pt called back and repeated that they felt a burst where their unit went for it turned on then off then back on. Now the ins was turned off and they could not turn it on. They were able to charge their ins to 100% but the stimulation was not turning on. During call pt unlocked the controller and got settings not available. Pt verified stimulation was turned on and they were on group a with the intensity was at 4.8 when they normally had at 5. They attempted to increase the intensity and they got settings not available. Pt was redirected to their hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.